Event description:
The pt had gone in as a day attendee to have the hydrocath line inserted in the antecubital fossa in order to administer antibiotics. The procedure for preparing for insertion of the hydrocath is unknown. However, sometime after insertion of the hydrocath and prior to any administration of antibiotics (the amount of elapsed time unknown) the pt suffered anaphylactic reaction associated with decreased air entry, wheezing and central cyanosis. The pt was administered hydrocortisone IV and ventolin inhaler 2.5 mg. It is unknown at what point in time the hydrocath was removed; however, after the event no antibiotics could be administered.

Manufacturer narrative:
A review of past similar events and literature review of similar events was performed. Co investigation revealed the following: 1. In a previous case in umea hosp, sweden, it was proved that the pt demonstrated anaphylactic reaction on occasions when either a hydromer coated catheter or a non coated-catheter was used. Hence, a probable cause would be that the pt is sensitive to the catheter insertion process and is not catheter related. 2. A previous incident reported from the central hosp for mother & child, lodz, poland revealed that the anaphylactic reactions seen were more associated with the effects of endotoxins with the likelihood being that they have been present in either the drugs or fluids infused during the procedure. A probable cause is that the pt is sensitive to the drugs/infusion fluids administered or to the presence of endotoxins in the drugs/infusion fluids. This incident is thus not catheter related. 3. From a literature search, a case on anaphylactoid reation to topical chlorhexidine at the royal hosp for sick children, bristol, england, was reported in "acta anaesthesia scand". In this incident, 0.5% chlorhexidine gluconate in alcohol was used in surgical preparation. Results of the skin testing investigations and the pattern of the reaction suggest that topical chlorhexidine was responsible for anaphylactic reactions. For this particular complaint, ohmeda obtained info regarding the pt and event. Therefore the medwatch form 3500a has been updated accordingly. Ohmeda conclude that there is insufficient evidence available to make a determination that the reactions were caused by the hydrocath catheter. No further info will be provided.